Event description:
Screws were misplaced. Robot seemed to navigate properly, but when postop CT was done it occurred that screws are misplaced. Customer complaints about the accuracy

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed there was no system malfunction. Investigation of the case logs revealed the root cause is traced to user technique. The user did not center one of the fiducial correctly for the registration of the intra-operative CT registration fixture. An off-centered fiducial can lead to navigation integrity issues and lead to the misplacement of screws. Users are instructed on manual registration of the intra-operative CT registration fixture through the excelsius gps training pathway. The cause of the reported issue was traced to user technique.